Manufacturer narrative:
Instrument was not returned for evaluation. The most likely cause of breakage is overstress; instrument not designed to retract or move heavy tissue.

Event description:
Allegedly, while performing a cystoscopy, one jaw of the grasper broke off into patient. The doctor immediately retrieved piece and went on to complete procedure. Xray confirmed that nothing remained in patient. There was no patient injury.